Event description:
On (B)(6) 2014 the patient was implanted with a gore® excluder® aaa endoprosthesis contralateral leg component and a gore® excluder® iliac branch endoprosthesis to treat a right common iliac artery aneurysm. The physician implanted the branch endoprosthesis over the femoral artery and an advanta stent was planned over the brachial artery. The physician uses a 45cm long sheath, but was not able to advance the advanta stent to the required location. In addition, the physician implanted a contralateral leg component successfully without any adverse effects between the iliac branch device and the implanted medtronic endurant prosthesis (implant date unknown). The day after the patient suffered on facial nerve paresis right (niss 1 point), dysarthria and aphasia (niss 2 points). A magnetic resonance tomography (mrt) was performed and showed a subacute infarct, embolic insult in the territory of the middle cerebral artery, both side (m2 segment of the media right cerebral artery). A review of the manufacturing records for the device is in process.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.